Event description:
The physician was performing a cartotid stent placement with access through the right groin site. As he was removing the wire from the cartotid stent system, the wire tip of the delivery system broke off inside the touhy and was completely contained inside the touhy. We are not able to see exactly how much (e.g. Length) of the device is broken off and retained inside the touhy. Due to the size of the device, we are unable to determine if the break was sheared, jagged, or smooth. The touhy was outside of the patient. There was no obvious defect in the equipment prior to using the device. The physician said he had no difficulty using the device and did not anticipate this happening. He has used this kind of device previously and has not had this kind of experience. The event occurred at the end of the procedure. Staff obtained another wire (same manufacturer and lot number) and the case was completed without incident. There was no patient harm.====================== manufacturer response for carotid stent system, protege rx tapered (per site reporter)======================we have notified the manufacturer and are awaiting their instruction to return the device.